Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that in the middle of the night at 4:00 am the patient woke up with blood glucose (bg) reading at 18 mmol/l (324 mg/dl) and he noticed that the omnipod personal diabetes manager (pdm) screen was lighting up noting that he needs to "confirm the pod again". He deactivated the pod and was able to activate a new pod with a bolus of 7 units of insulin. His bg level rose to 21 mmol/l (378 mg/dl) so he decided to go to the hospital where they placed him on an intravenous therapy of insulin (novorapid). His bg was still rising up to 28 mmol/l (505 mg/dl) and that he had a backup pdm was able to activate a new pod which lower his bg level to 4.2 mmol/l (76 mg/dl). He was at the hospital for 24 hours before being released.